Event description:
Same patient as (B)(4). This is report 3 of 4. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized on the same day for the event. Treatment rendered was not reported. The cause of peritonitis was reported as "over used machine". The patient was discharged from the hospital. Dianeal therapies were ongoing. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12l15075. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.